Manufacturer narrative:
Pr # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heratstart mrx etco2 failed. There was no patient impact.